Event description:
Caller reported a cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and decided to replace the customer's pump with a version containing updated software. The customer was informed about the necessary steps, including using mdi as a backup for insulin delivery, placing the defective pump in storage mode, and returning it within 10 days using a pre-paid label. The replacement pump was sent without requiring a signature for delivery.